Event description:
Routine post op x-rays taken approx 6 mos post op showed that a screw set had backed out. There are no plans to revise at this time.

Manufacturer narrative:
Device has not been explanted, so product eval is not possible. Unable to determine the cause of the event.